Manufacturer narrative:
The pump was not explanted; therefore, it will be not returning to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, it was reported that the pt experienced a stroke. The pt developed subarachnoid bleeding, which was not neurosurgically treated and expired on (B)(6) 2013.